Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to the philips response center (rc) that the device ready for use indicator (rfu) intermittently displays the red x (not ready for use). There was no patient involvement.